Manufacturer narrative:
Additional information received: it was confirmed the IFU was followed when trying to deploy the stent graft. During the attempted removal the front grip was not able to be brought back to the slider. The physicians involved were experienced in operating valiant captivia stent grafts. It was reported the patients leg has a little claudication but was able to be salvaged without the need for amputation. Film evaluation summary: the reported removal difficulty could not be confirmed based on the limited still images provided. Therefore, the cause of the event could not be determined. Pre-implant cts did not allow for assessment of the pre-implant anatomy. Procedural video angiograms showing the deployment of the valiant captivia and the removal attempts were not available for assessment of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported removal difficulties could not be confirmed based on the video clip reviewed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: an eleven (11) second video clip was received showing attempts to recapture the tip capture release mechanism in-vitro. It appears resistance is encountered advancing the middle member to the taper tip. The delivery system is visible loaded on the guidewire. The reported removal difficulties were confirmed through image review medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 275mm thoracic aortic dissection. The dissection was from subclavian artery. It was noted that it was a challenging endovascular procedure. It was reported that during the index procedure the stent graft was implanted in zone 2 (brachiocephalic arch) without any issue. When the physician was removing the delivery system from the patient's body, the tip was stuck in the free flow at the crown making removal impossible. As an emergency a cardiothoracic physician was called to assist, however as no graft was available open surgery was scheduled for the following day. The patient remained intubated in ICU until the open repair surgery. During the open surgery, the delivery system was removed from the patient's body with the assistance of another physician. As the device could not be moved, the valiant captivia system was destroyed to manipulate the tip and recapture it to remove it from the patient´s body. After the device was removed, the patient underwent open surgery to salvage the right leg due to obstruction of blood flow. Post the open surgery the patient remains intubated and in an unstable condition under observation. Per the physician the cause of the removal difficulties was due to the inability to fix the crown with the tip of the delivery system and so the physician was unable to remove the delivery system. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.